Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of low battery alert and blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the battery did not last more than one week. The customer stated that the display went blank in july. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. The lcd board was fine. No unexpected low battery alarm anomaly noted. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.